Event description:
Gloves applied. Clump of material felt in fingertip. Glove removed and brown clump noted inside of glove fingertip. Box of gloves removed from use. This is a different lot number then was reported on 450462-2019-006.